Event description:
Dealer stated that the end user reported that the assembly screw came loose on his 9871 transfer bench causing the bench to come apart. End user fell in the bath tub and cut his leg, caregiver was available to assist the end user. Dealer advised end user was still trying to use the bench by holding the screw, was advised by the dealer to please discontinue use of the transfer bench. Dealer could not provide any further information.